Event description:
Patient reported "bruising and pain across chest and back, implants moved outside of fold and the implants are possibly deflating, prior breast cancer, 20 reconstructive surgeries related to previous textured implant, and lymph node removal not related to implant." Patient later reported "implanting shifting outside of the pocket and outside of the the fold causing, bruising, pain in both shoulders and in the patient back." Patient later reported "which now knowing the implants have been recalled due to the body rejecting them seems that maybe that the extreme tram flap surgery was not the only avenue. Maybe the tram could of been avoided, but this information was not being shared. I only became aware after doing my own research last month, I was never notified". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition, pain.